Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that the insulin pump screen was definitely scratched and was hard to read. Customer stated that the insulin pump screen was discolored and the buttons were unresponsive. Customer stated that the insulin pump was cracked and gave inaccurate readings. Customer stated that they had to use 10 batteries a month. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device will not be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.